Event description:
On (B)(6) 2025 a patient undergone a unknown medical procedure. Prior to the procedure the low artifact powerport would not flush and draw back fluid properly. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport clearvue implantable, one catheter with a loaded flushing connector and few other components were returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration. An additional functional test was performed. One cath-lock and the catheter returned were loaded to the port body successfully. An in-house syringe with dye water was attached to a safety infusion set and the non-coring needle was inserted into the port septum. The port was patent to both infusion and aspiration. However, the investigation is inconclusive for the reported flushing and suction issues as the sample evaluation results indicating no difficulty under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient undergone a unknown medical procedure. Prior to the procedure, the low artifact powerport would not flush and draw back fluid properly. There was no patient contact.